Manufacturer narrative:
The insulin pump passed the displacement test. The motor was tested outside of the insulin pump and passed. Random motor error alarms were noted during the rewind due to motor oil on the motor home switch. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer's blood glucose was 11.7 mmol/l. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.